Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacturer.

Event description:
It was reported that unknown screw fracture inside of the implant. Tooth location #26. Dentist is planning to removed implant. Three attempts to get more information without success.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.

Event description:
It was reported that unknown screw fracture inside of the implant. Tooth location #26. Dentist is planning to removed implant. Three attempts to get more information without success.

Manufacturer narrative:
Additional information received identified the fractured screw as a retaining screw, that does not contact the implant. The implant was not removed and the screw was replaced. This device no longer meets the criteria of a reportable malfunction. The device is not reportable. This event was previously reported under MFR 0001038806-2018-00628 submitted on jun 19, 2018 and mfr0001038806-2018-00628-1 submitted on oct 30, 2018. No further medwatch reports will be submitted.

Event description:
No further event information available at the time of this report.